Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring non-hcp third-party administration of coca-cola and a banana for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Event description:
An unspecified error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring non-hcp third-party administration of coca-cola and a banana for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 8 with an event log 130 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. Sensor was sent for further investigation. A visual inspection was performed on the returned sensor and de-cased and observed that one of the two battery connectors was not properly soldered. The lack of solder in one of the battery leg will cause the battery to not be mechanically connected to the pcba which result in the leg to be lifted with minimal force. The returned battery was measured and was found to be within specification. It is clear that the soldering is not establishing a sturdy connection between the battery leg and pcba (printed circuit board assembly), leading to a loss that caused brownout reset. This issue is confirmed to poor solder. All pertinent information available to abbott diabetes care has been submitted.